Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. On 12/28/2024, it was reported that the patient experienced signal loss and was not receiving any cgm readings due to the issue. There was no bg reading taken during that time. The patient used 6 sensors. The device was displaying signal loss message immediately after completing the warm-up period. The signal loss persisted for over 3 hours before the patient began to experience severe nausea and vomiting. On (B)(6) 2024, the patient was taken to the hospital by her boyfriend after experiencing severe nausea and vomiting. She was diagnosed with diabetic ketoacidosis (dka). Admitted to the ICU, the patient didn't remember her blood glucose measurement at the time because she fell asleep. When she woke up, she saw that 10 bags of IV fluids and insulin had been administered to stabilize her critically high blood sugar and restore electrolyte balance. On 01/03/2025, her condition had significantly improved, with blood glucose levels decreasing to 600 mg/dl. She was discharged that same day (6 days later). At the time of the report the patient was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.